Event description:
It was reported that a user experienced hyperglycemia with fingerstick blood glucose readings of 261 mg/dl and 272 mg/dl while using the ilet, with no alerts or alarms reported and no symptoms endorsed. Symptoms included none reported. Outcomes included no medical intervention, no hospitalization, and the user declined a follow-up call. Investigation included user troubleshooting and education, confirmation that the device was operating as intended, and review of available device performance information. Investigation of this case revealed no device malfunction and no component issue, and the ilet was assessed as functioning properly and expected to lower glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.